Manufacturer narrative:
Patient age not available from the site. A medtronic representative went to the site to test the equipment. The system failed the imaging modalities. It was found that the imaging system's pendant displays system booting please wait message and does not boot. Remote desktop showed imaging system database errors when medtronic representative logs in. Software corruption on the image acquisition system (ias) computer. The medtronic representative reloaded the imaging system software on ias computer and performed a system check. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with software reload. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. - no parts were replaced. - no parts have been received by manufacturer for analysis. - no further issues have been reported.

Event description:
A registered nurse (rn) from the site reported that, while in a spinal fusion procedure, the imaging system would not boot and was showing a "system booting please wait" message. The site had rebooted the system three times which did not resolve. The surgeon opted to complete the procedure without the use of that imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.